Event description:
It was reported that during a lap gastric bypass procedure, when they opened the package, the blue tip was broken. The case completed with another device of the same product code. There was no pt consequence.

Manufacturer narrative:
The analysis results found that the device was received in good visual condition and with the ancillary trocar tip damaged. The device was received with the breakaway washer present, uncut and fully loaded with staples. The device was tested for functionality and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was noted to be complete. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it might cause the trocar to break. In addition, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.